Manufacturer narrative:
Based on the service logs and onsite investigation by a spacelabs field service engineer, faulty communication from the du to acb was found. Du pn 050-9003-00 was replaced and the repaired unit passed all functional tests. The repaired unit was returned to service without further issue. During the du communication issue clinical staff responded appropriately per their training; manual ventilation, medical gases and alarms remained operational. This investigation is considered complete and this particular issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report. This manufacturer report is submitted to correct a previous report, 3010157426-2014-00097, that mistakenly identified the manufacturer report number.

Event description:
Spacelabs received a report that on (B)(6) 2015 an arkon anesthesia machine experienced a ventilator failed state during a patient procedure. The system was placed into manual ventilation and care continued by the clinician. No one was injured as a result of this event.